Manufacturer narrative:
Additional product code hwc. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. Device history lot. Part number: 02.211.020, synthes lot number: 15l0479, manufactured by jabil inc.-(B)(4). A DHR file from the time of manufacture could not be reviewed because it is not been scanned into tungsten yet. Device history review: jde confirmed that the lot was released for sale in september 2019. A search in mdd nonconformance module confirmed that no non-conformances occurred during manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during an unknown surgery, two of the most distal holes in the medial plate do not allow the screws to approach the locking hole with a variable angle. Therefore, the client decides to leave the implanted plate and fasten with the other remaining holes. There was no reported delay. The patient outcome was unknown. This complaint involves four (4) devices. This is report 2 of 4 for (B)(4).